Manufacturer narrative:
Spacelabs technical support advised the customer to check the unit for dust and debris, which can cause it to overheat. Spacelabs technical support followed up with the customer, and the customer confirmed that they cleaned out the unit and confirmed that the issue was resolved. Dust and debris build up in the unit can cause the device to overheat, which may lead to the unit to auto shut down to prevent hardware failure or software corruption. The reported failure was due to overheating.

Event description:
The customer reported that while in use, their xhibit central station was repeatedly losing power after roughly two minutes of run time. There was no patient or user harm associated with this event.